Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a crack on the mainbody. The reported issue of cracked female connector was not verified; however a cracked mainbody was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue connector (female connector) of a transfer set was cracked. The transfer set had been in use for seven months. The patient went to the hospital on the same day and the issue was confirmed by a physician; therefore, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.